Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that since (B)(6) 2021, he has had five infusion sets which fell apart. Reportedly, the glue that holds the tubing and site connector would come undone. Moreover, there was no damage when the infusion set package was first opened. Further, the patient will rely on multiple daily injection until his replacement infusions arrive. No further information available.